Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient could not recall when the product issue first began. The patient reported obtaining blood glucose readings of 900 and 682mg/dl on the subject meter. It was noted that this was unusual as onetouch meters display an error message for blood glucose readings exceeding 600mg/dl. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of insulin in response to the alleged high readings but could not recall the exact dose taken. The patient reported developing a symptom of head was hurting, but the patient could not recall when they developed this symptom. The patient reported visiting the emergency room where they were treated with food/drink by a health care professional. The patient reported testing their blood glucose on a hospital meter but could not recall the results obtained. The cca noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient was treated by an hcp for an acute complication of diabetes while using the subject meter.